Event description:
It was reported that the tubing of a solution set had disconnected from the drip chamber, which resulted in a leak. This occurred during patient infusion with nacl. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.